Event description:
During remote monitoring, high capture threshold, low pacing impedance, and undersensing were observed on the right ventricular (rv) lead. The physician suspected the electrical anomalies were due to the patient's condition, however, this could not be confirmed. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported events of high capture threshold, low pacing impedance and under sensing were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.